Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling the cartridge during the load sequence. Customer's blood glucose was approximately 130 mg/dl. A syringe needle was changed to resolve the issue.